Event description:
Patient's meter did not power on. Medical affairs spoke to patient and patient mentioned that they did not experience any symptoms. Since their meter did not power on they went to the m.d.'s office to get tested. M.d.'s meter read 163mg/dl. Patient claims they were not treated in the m.d.'s office. M.d. Had advised patient to take regular dose of medication for diabetes. Customer service was unable to resolve the issue and sent patient a new meter.